Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that after the atrial lead was hooked up the the ipg and the pocket was closed there were 20 minutes of no sensing or pacing. The issue spontaneously resolved. The lead impedance was unchanged and the lead remains in use. No patient complications have been reported as a result of this event.